Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 4, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two application instruments for sternal zipfix malfunctioned during a surgical procedure on (B)(6), 2015. The cutter of one application instrument is not working properly; the trigger of the other application instrument is jamming. The procedure was prolonged by fifteen (15) minutes. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing evaluation was performed ¿ received 1 article zip-fix instrument 03.501.080 for manufacturing investigation. Spring mechanism is bent upward. Reported issue: the lock of cutter doesn¿t working properly, one of the applicators had a problem with jamming of trigger. Fifteen minutes delay to surgery time. The function of the zip-fix instrument has been tested. The result of the functional tests has shown that the instrument is working in accordance to test instruction. A malfunction of the cutter as described in reported issue could not be found. One part of the spring mechanism is bent upward. The position of the spring mechanism does no longer match with the drawing. Mishandling cannot be excluded. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.